Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted, it was discovered that the subject device had received insufficient cleaning. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus evis exera ii gastrointestinal videoscope due to a leakage. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the subject device had received insufficient cleaning. This report is being submitted to capture the insufficient cleaning noting during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is likely due to the reprocessing method differed from (IFU) recommendation or, the user facility staff was less trained in the reprocessing and/or device handling in accordance with IFU. The event can be detected/prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states as below: ¿if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure olympus will continue to monitor field performance for this device.